Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor pcb, display adapter pcb, video control pcb, and x-ray hand control. System is working, but customer has requested that service call remain open to ensure system was repaired.

Event description:
The customer reported the system intermittently displays a black image or will not fluoro. No pt injury was reported.